Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibia at cement to implant interface. Depuy cement was used. Update jun 13, 2017: medical records have been reviewed. Office notes (B)(6) 2017: patient follow up post 2014 right knee primary. Knee has persistent swelling and a feeling of giving out even after repeated physical therapy. Bone scan report indicates no evidence of loosening or infection. However, upon physical exam, she does have loosening mediolaterally and mid flexion. Aspiration to rule out infection was performed. The surgeon indicates that he believes her loosening is due to a soft tissue problem, her joint is stretching out, the tibial tray looks to be sloping anteriorly on the ap radiographic view. A revision surgery was suggested. Date of primary implanted has been updated on the complaint to 2014. Updated 7-20-2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.